Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The cause for the report handle leak remains unk.

Event description:
It was reported the physician was doing an af ablation procedure utilizing the cool path duo ablation catheter when a temperature increase was noted on the generator. The physician removed the catheter and noted saline was leaking through the proximal end of the handle. A new cool path duo ablation catheter was opened and the procedure continued without further events. There were no consequences to the pt.